Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of deformed luer connector was confirmed but the exact cause and location at which the damage occurred is unknown. Ten sealed and 3 opened huber plus 20 ga x 1 in infusion sets were returned for investigation. The label product information showed ref:012001ny and lot: recq2232. One opened sample was returned without the tray. All of the returned trays showed varying degrees of warpage along the flange. The seal on the ten sealed samples was observed to be intact. All of the y sites were observed to be deformed and oval shaped. Microscopic observation of the y site connectors revealed all 13 samples to have deformed connectors. The y-site connectors were oval shaped and out of round. A luer lock syringe was able to be attached to the deformed luers successfully. The samples were infused and pressurized and no leaks were observed. Based on the warped packaging and deformed y-site connectors, the damage appears to have been caused by exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bd control. A lot history review (lhr) of recq2232 showed nineteen other similar product complaint(s) from this lot number. The complaints for this lot number (recq2232) have been reported from the same facility in (B)(4).

Event description:
It was reported that the IV smart site is oval and not round, and when primed, the fluid leaks out of the connector. There was no reported patient injury. This was found with three devices. 09/05/2019-an additional 10 lot samples were returned. A total of 13 devices were affected. This report addresses the eleventh device.